Event description:
When using the 4th fast fix 360, first t deployed successfully. Active deployment slider could not be repositioned to deploy t-2 delivery device and t-2 was removed from the patient. Suture was cut. T-1 remained in the patient. Surgery was completed with another fast fix 360 device.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).